Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently upon successful deployment, CT abdomen and pelvis demonstrated well-circumscribed filling defect within the suprarenal inferior vena cava and extending superiorly from the filter to the level of the right hepatic vein. Additionally, well-circumscribed filling defect is also present within the right femoral vein and right external iliac vein. Abdominal and chest x-ray demonstrated the filter limbs have become distorted. Approximately after one month, the patient experienced right groin vein and presented to ed. A CT abdomen and pelvis demonstrated previously identified filling defect in the ivc extending into the right hepatic vein, has resolved. Approximately after three years, two filter legs were found to be fractured where one fractured leg was in the right middle lobe of pulmonary artery and second fractured leg has embedded in the ivc and left renal vein. Subsequently after two months, the filter and filter leg retrieval procedure was performed. The filter was removed using bard snare device. Multiple attempts were performed to retrieve the fractured leg within the ivc using bard snare device, pigtail catheters and forceps and it was removed eventually. Therefore, the investigation is confirmed for limb detachment and material deformation. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter detached. The device was removed percutaneously. It was further reported that one leg of the filter is still embedded in lung and unable to be removed, material deformation and developed thrombus above the filter however, the current status of the patient is unknown.